Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the force bipolar instrument was stiff to open. The procedure was completed with no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a damaged conductor wire insulation at the distal end. The wires were exposed. The wires were exposed in a way that causes stiffness of the jaws to open. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument passed electrical continuity and energy delivery tests. There was no thermal damage and no missing material. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.